Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing baclofen via an implantable pump. It was reported that the patient had not been feeling well, and her spasticity may have worsened. She thought it may be the catheter, so she ordered a dye study. They did one unsupported on (B)(6) 2026 and another one in interventional radiology (ir) suite on (B)(6) 2026 but they could not withdrawal with the medtronic catheter access kit. The healthcare provider contacted the rep to simply to update us for upcoming surgery. The patient was sent to neurosurgery to get on the operation room schedule to fix or replace the catheter. It was reported that two dye studies, one office one in ir, they could not aspirate in either scenario or did not inject dye because of it. The issue was not resolved at the time of the event. It was noted that the patient will be on orals until further diagnostic evaluation or repair/ replacement occurred. Additional information was provided from a company representative the cause of the symptoms or catheter issue was unknown at this time. The patient falls, car accidents, and exercise were not related to the medtronic device or its therapy. Additional information was provided from a company representative stated that they awoke on (B)(6) 2026 without being informed that a procedure was taking place. They were contacted later that morning and notified that the patient had been added on that day. The company representative (rep) for this territory and supported this case was there. Additional information was provided from a healthcare provider via a company representative stated that the patient reported the event to the rep. The issue was not resolved but it was unknown if the event was related to the pump. The cause of the event is still unknown. As of (B)(6) 2026, everything was found to be functioning properly.

Manufacturer narrative:
Corrected b5/initial reporter/added new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780 lot# serial# (B)(6), implanted: (B)(6) 2024, product type: catheter section d information references the main component of the system. Other (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen via an implantable pump. It was reported that the patient said she had not been feeling well, maybe her spasticity had gotten worse. She thought it may be the catheter. She told her physician, and they ordered a dye study. Did one unsupported on (B)(6) 2026. Did another one in interventional radiology (ir) suite on (B)(6) 2026 and they could not withdrawal with the medtronic catheter access kit. The healthcare provider contacted the rep to simply to update us for upcoming surgery. However, specifically I am not the rep for this account or work with this patient¿s customers. The rep who did, quit and the clinical specialist was on vacation, so they called me today on (B)(6) 2026 to let me know this patient had a dye study where they could not aspirate and they are sending her to neurosurgery to get on the operation room schedule to fix or replace the catheter. They did not tell me which neurosurgeon¿s office they contacted, I told them the clinical specialist is officially back, and they could reach out to her going forward, they just told me to be on the lookout for her going to surgery soon to fix it. I have passed this on to the local clinical specialist. The rep asked about the falls, car accidents, exercise that may have triggered the change or potential interruption of therapy, but they knew of none. It was reported that two dye studies, one office one in ir, they could not aspirate in either scenario or did not inject dye because of it. The issue was not resolved at the time of the event. The company representative stated that assuming worst case, this procedure would take place within the next 30 days. Until that day comes, there won¿t be any other updates. It was noted that the patient will be on orals until further diagnosis/repair/replace. Additional information was provided from a company representative the cause of the symptoms or catheter issue was unknown at this time. The patient falls, car accidents, and exercise were not related to the medtronic device or its therapy.